Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's pocket site was very shallow and the patient was struggling to charge. The patient underwent a revision procedure wherein the ipg was explanted. No device malfunction was suspected. The patient was doing well postoperatively.